Event description:
The hcp reported a pump reservoir volume discrepancy. The expected reservoir volume (erv) was 2.8 ml and the actual reservoir volume (arv) was 9ml. The programmed drug concentration was 25 mg/ml and the daily dose is 6 mg/day. The patient has needed more oral pain medications but his pain has been controlled. The pump was refilled, and the patient returned home. The manufacturer reviewed troubleshooting procedures which are being considered by the hcp for further evaluation of the volume discrepancy. Additional event information was received by the manufacturer. The hcp reported the patient had experienced an increase in pain symptoms. Results of x-ray analysis showed the catheter had pulled out and the catheter was revised; a new catheter was placed. The product has not been returned to the manufacturer for analysis. Other intrathecal drugs used included morphine (dose unknown). The patient recovered without sequela. See MFR report #2182207200701384.